Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation. The customer reported the insulation part was found damaged. The damaged piece was located inside the cavity. The reported condition of a piece of the plastic insulation near the jaws disengaged was confirmed. The jaw insert material is heat treated stainless steel and typical use would not cause this type of damage. The root cause of the reported event is undetermined. Manufacturing non-conformance review is not required since the lot number is unknown.

Manufacturer narrative:
(B)(4).to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic oophorocystectomy case. A piece of the plastic insulation near the jaws became damaged during use and fell into the patient cavity. The piece was retrieved with no patient injury. Another device of the same type was opened and used to successfully complete the procedure.